Manufacturer narrative:
One sample was returned for analysis in used condition without its original packaging. Visual inspection of the samples found delamination in the join between the pump tube and the 60" tube. Functional testing included use testing. Leak testing was performed using a hydrostat vessel. When testing, a leak was observed fleeing from the bonding between the 60:" tubing and the pump tube. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be conclusively determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd administration set leaked at the patient-side connection of the cadd connection / peristaltic adapter. No patient information was provided.

Manufacturer narrative:
One sample was returned for analysis in used condition without its original packaging. Visual inspection of the samples found delamination in the join between the pump tube and the 60" tube. Functional testing included use testing. Leak testing was performed using a hydrostat vessel. When testing, a leak was observed fleeing from the bonding between the 60:" tubing and the pump tube. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be conclusively determined.